Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 2 mg/ml for a total dose of 0.2498 mg/day, compounded bupivacaine 12 mg/ml for a total dose of 1.499 mg/day, compounded baclofen 100mcg/ml for a total dose of 12.49 mcg/day, and compounded clonidine 100 mcg/ml for a total dose of 12.49 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 during a pump refill, the provider noted that he pump had flipped within the pocket and examination confirmed the pump flipped within the pocket. The patient also reported increased pain on (B)(6) 2018, which the patient attributed to the weather. The patient was scheduled for pump replacement secondary to the flip and the pump had elective replacement indicator (eri) of 26 months. The pump was explanted/replaced on (B)(6) 2018. The device diagnosis was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump inversion and the clinical diagnosis was worsening pain. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(4) 2019. No further complications were reported/anticipated.